Event description:
Implanted femoral nail broke post operatively and was removed on 4/1/98.

Manufacturer narrative:
A1,a2,a3,a4,b7,d6 (lot number) - this info was received in response to our letter and questionnaire. G1,h4 - this info was determined by the info provided as requested. H3,h6 - the actual device was evaluated and found to have met all dimensional specifications. However, there was not enough info provided to make a complete evaluation.